Event description:
It was reported that before starting their breast biopsy, they noticed that their cables were not connecting properly to the control module and their safety lever is bent. There was no patient consequence reported, the case was completed using the st holster.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.